Event description:
A customer obtained a negatively biased total beta-hcg result for a pt sample which was reported to the floor. The result was queried by the phsician as it did not match the clinical picture. A bias of this magnitude might lead to inappropriate physician action. There was no report of pt harm as a result of this event.